Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and the printed circuit board malfunction and wear and corrosion of the pin due to moisture in the video connector confirmed in the repair department, the cause of the phenomenon is determined to be the freezing of the image due to abnormal communication with the endoscope caused by the failure of the printed circuit board. The product may have been worn out due to repeated use or the deterioration of parts. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, freezing image / lines, faded front panel, lint's, dusts; moisture stains at the video connector unit pins were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, faulty printed circuit board was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.